Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
A (B)(6) patient with a valve model 300023mm implanted in the aortic position underwent a valve-in-valve intervention after an unknown implant duration due to calcific degeneration leading to severe aortic stenosis. The aortic valve area was 0.7 cm2, and the mean transprosthetic gradient was 53 mmhg. There was pulmonary hypertension (pap 65 mmhg). The patient underwent lithoplasty-assisted trans-axillary aortic valve-in-valve implantation with a 26-mm non-edwards device. At discharge, the control echocardiogram showed a mean transprosthetic gradient of 8 mmhg and mild residual aortic regurgitation. Patient medical history and co-morbidities included: type 2 diabetes and hypertension, moderate chronic obstructive pulmonary disease, heavily symptomatic for dyspnea.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. The device history record (DHR) was not reviewed as the device serial number was not provided.